Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient removed sensor from insertion site. Upon sensor removal, patient's mother reported that the sensor wire fractured and was broken. Patient did not seek medical intervention. Dexcom has issued an rga for patient to return device to be investigated.